Event description:
It was reported that the pump's alarm volume was too low. The customer's blood glucose (bg) displayed "high"' on the continuous glucose monitor. Elevated bg was addressed with a bolus via the pump. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.